Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site to check the instrument settings. The chemistry analytical parameters were correct and the calibration data was normal. The cause for the discordant igm_2 result was unknown. The instrument is performing within specifications and no further evaluation of the device is needed.

Event description:
A falsely low discordant immunoglobin m_2 (igm_2) result was obtained on an advia 2400 for 1 patient. The result was reported to the physician. The patient sample (serum) had a igm_2 result of 148 mg/dl. The physician ordered additionally an electrophoresis. This gave a high igm result of ~7000 mg/dl. The sample was retested on another advia chemistry system in a 1/6 manuel pre-dilution. The result was 8147 mg/dl and the following auto dilution gave a result of 6791 mg/dl which fit well to the electrophoresis. The igm_2 result was measured false low in native serum without giving any flags. Igm_2 method is tested up to 7000 mg/dl for prozone effects. There were no reports of adverse health consequences or known patient interventions due to the discordant igm_2 result.